Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had an infection. The patient also indicated that the implantable cardioverter defibrillator (ICD) was removed from their left side, and a new device implanted on their right side. A follow-up investigation with the clinic confirmed that the patient had an infection in 2016, and only the ICD had been explanted and replaced. No further patient complications have been reported as a result of this event.